Manufacturer narrative:
H4. Device manufacture date and d4. Primary UDI number have been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 06-apr-2025. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3. When they stimulated from 20 pol b, 20 pol a or map port, the stimulation jumped to ref/deca. The biosense webster, inc.field representative arrived to the account and confirmed that the issue was resolved by replacing the faulty ECG card with another one that was delivered to the customer. The carto 3 system was tested and all tests passed. The suspected ECG was sent to the manufacturer for investigation. It was found that the issue was caused due to faulty opto switch component on the ECG card. The card was repaired and the issue resolved. It's was also said, before the procedure, while trying the segmentation with carto merge, they had a virus popping up on the screen which they believe came from the cd." A virus cannot be removed without technical support from biosense webster has been detected. We recommend that you do not continue using the system until this issue is resolved." The biosense webster, inc. Field representative arrived to the account and performed a re-imaging of the carto 3 application. In addition, according to carto 3 instructions for use: "if the antivirus application detects a virus during a scan of the system, it automatically attempts to remove the virus and repair the infected file without prompting the user for action. However, if the antivirus application cannot remove a virus, additional action is required. The opening screen, when it next appears, displays a message recommending not to use the system until biosense webster service and support department resolves the issue." Therefore, the carto 3 system worked as expected. The system is ready for use. The complaint history of the system was reviewed. The manufacturing record evaluation was performed on carto 3 system #(B)(6), and no internal actions related to the reported complaint condition were identified. An internal corrective action has been opened for the issue with pacing. Explanation of codes: investigation findings: electrical problem identified (c02 / investigation conclusions: cause traced to component failure (d02) / component code: switch/relay (g02034) were selected as related to the customer¿s reported ¿when they stimulated from 20 pol b, 20 pol a or map port, the stimulation jumped to ref/deca¿ issue. In addition, biosense webster inc. Analysis finding of the ¿to faulty opto switch component on the ECG card¿. Investigation findings: no device problem found (c19) / investigation conclusions: cause traced to non-device related factors (d10) were selected as related to the customer¿s reported ¿virus popping up on the screen¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. E1. Initial reporter phone: (B)(6). The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 and the stimulation jumped to ref/deca issue occurred. When they stimulated from 20 pol b, 20 pol a or map port, the stimulation jumped to ref/deca. They then disconnected the electrodes and continued the procedure. They continued the procedure with the issue. They then checked after the procedure the connection cable, checked the electrodes, checked the tablets and connection but did not fix the issue. It's was also said, before the procedure, while trying the segmentation with carto merge, they had a virus popping up on the screen which they believe came from the cd." A virus cannot be removed without technical support from biosense webster has been detected. We recommend that you do not continue using the system until this issue is resolved." They still continued the procedure with the issue. The procedure was completed. Delay of 5 ¿ 10 minutes. No patient consequences. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The stimulation jumped to ref/deca issue was assessed as MDR reportable. The virus popping up on the screen was assessed as non MDR reportable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote.